Event description:
It was reported that an unspecified number of syringe 10ml ls 21x1-1/2 an emerald experienced a failure to contain blood/medication, difficult plunger movement, or stopper separation from plunger during use. The following information was provided by the initial reporter: the doctor has purchased a large quantity of emerald syringes 5ml and 10 ml with needle, and has faced major difficulty drawing back the plunger , as it looks like many of the green rubber stoppers are displaced inside the syringe.

Manufacturer narrative:
H.6. Investigation summary: bd has been provided with a sample for catalog: 307737, lot: 1903331 to investigate for this record. Visual examination of the sample, the sliding force to glide the plunger rod was found correct. As a result, bd was unable to verify the reported issue or determine a definitive root cause. Based on our manufacturing records, bd can state that the syringes reported meet the product specs and recommended values in the product standards. On the other hand, either the medication/drug used by the customer or a special method of use (high temperatures, pressures, several uses, etc.) Could affect the sliding properties of the syringes. Review of syringe DHR showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. H3 other text.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml ls 21x1-1/2 an emerald experienced a failure to contain blood/medication, difficult plunger movement, or stopper separation from plunger during use. The following information was provided by the initial reporter: the doctor has purchased a large quantity of emerald syringes 5ml and 10 ml with needle, and has faced major difficulty drawing back the plunger , as it looks like many of the green rubber stoppers are displaced inside the syringe.